Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer's test strips were requested for return. It was not possible to further investigate because the customer material will not be sent back due to costs. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 4.6 inr and the laboratory result was 3.2 inr. It was noted that the sample was collected at the same time, but the meter documented the sample time as 9:37 a.m. Whereas the laboratory spreadsheet documented the sample time as 10:06 a.m. The patient's therapeutic range is 2.5 - 3.0 inr.